Manufacturer narrative:
Brand name: in-ka ureteral balloon dilatation catheter. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information the balloon broke during the inflation. There were no clinical consequences for the patient.

Manufacturer narrative:
H3: analysis of the returned device revealed a visible hole, and the balloon would not inflate. The cause of the burst could not be confirmed. Correction: the cfn/fei & manufacturing site were previously reported as cfn/fei #2125050, manufacturing site coloplast manufacturing us, llc, 1601 west river road north, minneapolis, mn. The cfn/fei is corrected to #9610711 and the manufacturing site is corrected to coloplast a/s manufacturing, 9 avenue edmond rostand, sarlat-la-caneda, france, 24206.